Event description:
Caller reported that they did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer had not addressed high bg at time of trouble shooting. Reportedly, the customer changed supplies and call was disconnected before insulin therapy was resumed. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.